Event description:
It was reported that the pump battery could not be charged. There was no reported adverse impact to the customer¿s blood glucose level. Technical support decided to send a replacement charging cable and wall adapter via two-day shipping and advised the customer to use a backup pump if the battery depletes before the replacement arrives.